Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart error test and displacement test. The pump alarmed compromised force sensor system during the prime test at 4 lbs. Due to faulty force sensor resistor. The pump was unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to compromised force sensor system alarm. The drive support disk was inspected and no anomaly noted. The pump was received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.